Manufacturer narrative:
Unit received with severly scratched lcd window, cracked keypad overlay, keypad overlay texture damage, peeling keypad overlay, peeling serial number label, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the insulin pump was damaged. The customer states that there was a crack in case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.